Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. Patient alleged shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. Patient alleged shortness of breath. There was no report of serious patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged filters getting black and visualization of particles, shortness of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of dark keratin particles on the blower box outlet and inlet ports. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 instances of e-130 on the error log. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dark keratin particles on the blower box outlet and inlet ports. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h6 has been updated/corrected.